Event description:
It was reported that the 3 ml syringe luer-lok tip w/tip shield bulk non-sterile experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 301073 batch no. 8340820. Nonconformity missing graduation on barrel. Lot is 8340820, total defective pieces reported 1. Date found 09/16/2019 this e-mail is for you to file a complaint for root cause and corrective action.

Manufacturer narrative:
H.6. Investigation summary: one photo and one loose 3ml syringe was received and evaluated. It was observed the syringe only had small portions of the major grad lines and a portion of the logo present. The missing print was rejectable per product specification. Machine logs indicate a belt broke at the marker. Potential root cause for the missing scale defect is associated with the marking process. It is possible the broken belt caused a mistiming at the printer. No corrective actions are necessary based on the defective rate identified. Batch 8340820 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 ml syringe luer-lok tip w/tip shield bulk non-sterile experienced missing scale markings which were noted prior to use. The following information was provided by the initial reporter: material no. 301073, batch no. 8340820. Nonconformity missing graduation on barrel. Lot is 8340820, total defective pieces reported 1. Date found (B)(6) 2019. This e-mail is for you to file a complaint for root cause and corrective action.